Event description:
It was reported that the patient¿s oxygen saturation had dropped to 94% while receiving 40% oxygen. Suction was performed and the positioning of the endotracheal tube (ett) was confirmed by checking the marking and the cuff pressure. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found no physical damage or anomalies. During the functional testing, the sample was inflated and submerged under water for one minute. No leak was observed. The customer reported complaint was unable to be confirmed. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.